Manufacturer narrative:
(B)(4). (B)(6). The device was not returned; therefore, an evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink paclitaxel set leaked saline at the ¿white cut off¿. The exact leakage site/component was unknown but the reporter stated that it did not involve the tubing, any luer to luer connection, or spike. The reporter stated that no physical irregularities were noticed with the device and the security of all luer connections were checked prior to use. This occurred during priming. There was no patient involvement. No additional information is available.